Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for detached bypass tube since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00801.

Event description:
The user facility reported that the first angio-seal device had the foot plate exposed prior to entering the sheath. The second device, it would not completely pass through the sheath and broke midshaft. It was safely removed from the patient and manual pressure was applied. The physician thought it the device would not track due to the girth of the patient. The patient's condition was stable. It was a left heart catheterization intervention (lhc), and the patient was obese. There was no patient injury, medical/surgical intervention required. The lhc was successful and the manual pressure was successful. There were no other devices or equipment used with the reported product.